Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurement greater than 3000 ohms. Technical services (ts) was consulted and recommended further clinical evaluation. This pacemaker remains in service. No adverse patient effects were reported.